Event description:
Upon interrogation of device, it was noted that the patient was getting inhibition due to oversensing. This was reproducible by manipulating the pocket. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.